Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product" and capsular contracture baker grade ii-iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and capsular contracture baker grade ii-iii. Patient later reported ¿pain", ¿hard and warm¿, "capsular contracture.¿ patient additionally reported ¿clenching jaw, especially at night - during which time patient stated that she chipped two (2) teeth, and has since had a wisdom tooth extracted and got braces and a night guard", ¿hair loss", and ¿ depression since august¿; this is not device related. Device has been explanted.